Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that ever since the patient had a surgery in (B)(6) 2017, the stimulation has not worked. The patient reported they recharged twice since the surgery and thought the first time was successful but was not sure about the second time. They confirmed it was over 1 month since they last recharged. The patient was not able to communicate with the patient programmer (pp). The patient was redirected to their healthcare professional (hcp) to discuss restarting the ins. No further complications were reported/expected.